Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2024-01369

Event description:
As reported, approximately 4 years and 3 months post the initial left tka, the patient complained of pain and was revised due to a recalled patella. The patient was revised to competitor devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): 02-022-35-2509 - truliant tib imp ps insert sz 2.5 9mm (B)(6). 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t (B)(6). 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5 (B)(6).